Event description:
The customer reported to olympus, the distal end cover unknowingly separated from the endoscope and was left inside the patient after an endoscopic retrograde cholangiopancreatography. After the procedure, the patient had difficulty swallowing and a decreased level of consciousness. A bedside swallow study was ordered with speech [therapy]. During the swallow evaluation, the patient coughed up mucus and a piece of plastic resembling the distal end cover. After this event, the patient was able to speak more clearly and swallow better. The customer reported the staff is unable to confirm the distal end cover was 100% securely attached to the endoscope at the start of the procedure as this is a new step. The procedure was completed without any issues. This event includes 2 reports: patient identifier (B)(6): for the distal end cover, maj-2315 with lot h1922 (sterile lot h219065) patient identifier (B)(6): for the endoscope, tfjq-190v with serial (B)(4). This report is 1 of 2 for patient identifier (B)(6): for the distal end cover, maj-2315 with lot h1922 (sterile lot h219065).